Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a fall. There were non-sustained ventricular tachycardia, ventricular oversensing on el ectrograms, and possible t-wave oversensing (twos) post sensing. The right ventricular (rv) lead remains in use. No further patient complications have been reported as a result of this event.